Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s) : 5076-58 lead. (B)(4).

Event description:
It was reported that ventricular and atrial leads dislodged after the implant surgery. During the resetting procedure the ventricle lead failed to be gyrated after it was retracted and the atrial lead could not be fixed to atrial. The physician replaced the leads with another lead, and no patient complications have been reported as a result of this event.